Event description:
Three pt samples with discrepant glucose and calcium results, when compared to results from another analyzer - same methodology. Same samples used for repeat testing. Pt 1, initial glucose gave 505 mg/dl; repeat gave 368 mg/dl and 373 mg/dl. Sample was also repeated using the initial analyzer, result was 363 mg/dl. Initial calcium gave 8.1 mg/dl; repeat gave 8.9mg/dl. Pt 2, initial glucose gave 303 mg/dl; repeat gave 183 mg/dl. Pt 3, initial glucose gave 247 mg/dl; repeat gave 131 mg/dl. Erroneous results were not reported. The field service rep determined the cause to be a problem with the sample probe and replaced both sample probes. Performance tests were performed which were within specifications.